Event description:
It was reported that this left ventricular (lv) lead was not capturing. Technical services (ts) was consulted and noted good threshold measurements. Ts explained trend and functionality. The lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).